Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Root cause: the product investigation could not identify a root cause for the reported complaint. The product was not returned. It is unclear what is meant by "a ''bit'' that stands out against the red reflector". The reporter has not responded to follow up requests. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during an intraocular lens (iol) implant procedure, on lens noticed tiny bit stands out the reflector, the same lens was used and left in the patient's eye with no patient harm. Additional information was requested

Manufacturer narrative:
A sample device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).